Event description:
The MFR's rep reported an indium dye scan showed no movement of the indium dye beyond the pump. The hcp decided to replace the pump and catheter. The hcp felt that the "old catheter was not in the intrathecal space". The MFR's rep indicated there was no pt injury, but no specific pt symptoms or outcomes were provided. The drug contained in the pt's pump were dilaudid (1500 mcg/ml), baclofen (200 mcg/ml), and prialt (25 mcg/ml) delivered at 11mcg/day. Add'l info has been requested, but was not available at the time of this report.